Event description:
Capsular block syndrome [lens disorder nos]. Case description: spontaneous device report, local ref. N; au2001/11-071 argus n: 2001080744au. A physician reported a case regarding a pt, who underwent a surgical intervention of phacoemulsification in which healon 5 was used. In 2001, the pt experienced a capsular block syndrome which required yag laser posterior capsulotomy to prevent impairment. At the time of the report, the pt had recovered. A risk of retinal detachment and cystoid macular edema was still present. No further info has been provided. Case comment: capsular block syndrome is caused by entrapment of viscoelastic agent in the capsular bag, because of apposition of the anterior rim of the capsulorrhexis with the anterior face of the iol. Postoperatively, the bag becomes more distended (perhaps through osmotic imbibition of aqueous), and the iol is pushed anteriorly to create a myopic refractive shift. This can be prevented by meticulous removal of viscoelastic agent from the bag at the conclusion of surgery. To accomplish this it often is helpful to depress gently the iol optic to displace viscoelastic agent trapped behind the iol. Treatment requires nd:yag laser puncture of the anterior capsule peripheral to the edge of the capsulorrhexis, which permits the viscoelastic agent to escape into the anterior chamber. Alternatively, if the pupil is relatively small and the anterior capsule is not accessible to laser treatment, a small posterior capsulectomy can be performed, which permits the viscoelastic agent to drain into the vitreous.